Event description:
During ablation procedure for atrial tachycardia (at) and atrioventricular nodal re-entrant tachycardia (avnrt) with an ez steer nav, the patient experienced junctional rhythm, low blood pressure and pericardial effusion (pe) treated cardiopulmonary resuscitation (CPR) and pericardiocentesis. It was reported that a pericardial effusion was noticed after the case was completed with an ez steer nav catheter. The patient went into a junctional rhythm and had low blood pressure. Cardiopulmonary resuscitation (CPR) was administered on the patient, and the patient still had low blood pressure following CPR. An echocardiogram was used to confirm and discover the pericardial effusion. Pericardiocentesis was performed on the patient, but the patient still had low blood pressure. No further fluid was coming from the pericardiocentesis line. The patient was being taken in for a CT scan. The patient status was unknown at the time of reporting. The ablation catheter was discarded, and unable to provide the reference number or lot number of the ablation catheter. Other devices used were cato 3 system and ngen generator. Additional information was received which indicated that the physician¿s opinion on the cause of this adverse event was that the physician believed it to be when inserting transseptal needle, scrub tech provided a needle that was longer than the sheath being used, and he may have ¿stuck¿ the superior vena cava (svc) . The outcome of the adverse event was improved and fully recovered. The patient required extended hospitalization for observation. The transseptal device used was brk 1 needle (abbott). Prior to noting the pe, ablation was performed. No evidence of steam pop. The flow setting was 4mm ablation catheter. The patient did not require surgery.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).